Event description:
It was reported that the patient fell while wearing the ilet, landed on the device, and the infusion set connector cracked, after which the user was guided to rewind the pump and reuse the same cartridge with a new connector and tubing, verified prime with drops observed, and resumed delivery with cannula fill. Investigation included product-use troubleshooting and user education via phone. Investigation of this case revealed user-confirmed mechanical damage to the infusion set connector and successful restoration of infusion delivery following replacement of the connector and tubing. No reported user injury or adverse effects and no change in blood glucose reported. Outcomes included no interruption to therapy after the field correction and no clinical impact reported. It was concluded that the event was due to accidental physical damage with device function restored after component replacement, and no patient injury occurred.